Manufacturer narrative:
This report is for unknown unk - guide wire/unknown lot number. UDI is unavailable. Device malfunctioned intra-operatively and was implanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the guide pin missed the nail and went anterior during a femoral recon nail procedure on (B)(6) 2018. The surgeon was using the new recon nail. The surgeon checked the nail and jig alignment on the back table with the cannulas and a guide pin. Everything lined up. When the surgeon inserted the nail and first tried to put in the guide pins for the recon screws they went through the nail perfectly. The surgeon had to adjust the pins more anterior so the surgeon rotated the jig posteriorly and when the surgeon reinserted the guide pin, it missed the nail and went anterior. The surgeon had to play around with it for a few minutes and take additional fluoro shots until the surgeon was finally able to get the guide pin through the nail. At the end of the case, the sales consultant and the surgeons discussed that when they tried to rotate the nail anterior or posterior that it correlates with changing the trajectory instead of everything moving in the same plane. There was no patient consequence. No other additional information available. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected quantity of involved devices. This report is for an unknown jig/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves 3 devices. Concomitant device reported: unknown recon screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown jig.